Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope angulation works but angulation control knob felt too stiff. The event occurred during preparation for use of a diagnostic procedure. There was no delay, and the procedure was completed using a similar device. The device was returned and evaluated, and there was foreign material from the blocked auxiliary jet channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material from the blocked auxiliary jet channel, the additional findings are as follows: due to a worn angle-wire, angulation in the up direction was out of standards; universal cord was corrugated; due to the broken jet tube unit, water supply failed; image was partially dark, due to a scratch on ccd (charged coupled device) lens; light guide bundle was abnormal; ccd lens had scratch; light guide lens was broken; bending section cover adhesive was broken; and connecting tube protector was cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.